Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, "fatigue fracture of component can occur as a result of loss of fixation strenuous activity, malalignment, trauma, non-union, or excessive weight" the following could not be completed with the limited information provided. Date of event - ni, date explanted - ni, initial reporter. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02125 / 02126). One clip was reported to have fractured. Two clips were implanted. It is unknown if this is the device that had fractured. Additional event for this patient reported on medwatch number 1825034-2016-02127.

Event description:
Patient underwent a revision procedure of femoral orthopedic salvage system approximately two months post-implantation due to clip fracture. The clip fractured caused an extension deficit after the clip moved to the joint.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.